Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly pt. Has been experiencing pain for years now and it is getting worse. New information was received (01/20/2017):she is a new dynasty right hip revision claim with unknown product codes. Her implant date is (B)(6) 2009 and her revision date is (B)(6) 2015...(B)(6) (B)(6) 2017.